Event description:
It was reported that a pump displayed door not fully latched messages. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable per reported symptom of "door not fully latched," caused by failed upper auxiliary assembly. The upper auxiliary assembly was replaced.